Manufacturer narrative:
Medtronic complaint report: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified outcome. Product was used for therapeutic treatment. Reason for mesh implantation: pelvic support defect, vaginal vault prolapse, cystocele, rectocele, enterocele and stress urinary incontinence. Procedures performed: combined anterior and posterior colporrhaphy with pelvitex graft, paravaginal repair, transobturator tape (tot) media sling, ivs tunneller for vaginal vault suspension support, and cystoscopy postoperative complications: complications post mesh implantations: (B)(6) 2005: graft erosion. (B)(6) 2006: abnormal vaginal scar. First mesh (pelvitex) revision surgery: (B)(6) 2006: underwent vaginal scar revision for the abnormal vaginal scar under general anesthesia. Complications post first mesh revision surgery: (B)(6) 2006 - in office trimming: graft noted at anterior vaginal wall, removed 0.5 mm piece, spitting suture noted at posterior wall, retracting, unable to remove anterior wall treated with silver nitrate. Non-healing wound. (B)(6) 2006 - in office trimming: graft noted anterior vaginal wall 1-2 mm piece removed, scant, clear discharge noted; spitting suture noted on posterior wall, removed. Vaginitis. (B)(6) 2006 ¿ (B)(6) 2006: graft erosion in the anterior and posterior vaginal wall which was treated with silver nitrate. Non-healing wound and vaginitis. (B)(6) 2007 - in office trimming: 1 cm exposed graft on anterior wall, removed. (B)(6) 2007: non-healing surgical wound due to mesh erosion and atrophic vaginitis. (B)(6) 2011: granuloma of the vagina, abnormal scar, urinary frequency and urgency first interventional surgery details: (B)(6) 2011 ¿ underwent granuloma of the vagina, abnormal scar, urinary frequency and urgency under general anesthesia complications post interventional surgery: (B)(6) 2013: postoperative pain from prior vaginal mesh placement second mesh (pelvitex) revision surgery: (B)(6) 2013 ¿ underwent excision of mesh for the postoperative pain from prior vaginal mesh placement under general anesthesia complications post second mesh revision surgery: (B)(6) 2013: stress urinary incontinence additional mesh (sparc) implant surgery: (B)(6) 2013 ¿ underwent pubovaginal sling with sparc and cystoscopy under general anesthesia complications post sparc implantation: (B)(6) 2013: history of mixed urinary incontinence. Sling procedure with good relief of stress urinary incontinence. Second interventional surgery: (B)(6) 2013 ¿ underwent stage I interstim placement for the urgency urinary incontinence complications post second interventional surgery details: (B)(6) 2013: urgency urinary incontinence, status post stage I interstim placement. Third interventional surgery: (B)(6) 2013 ¿ underwent stage ii interstim placement (placement of ipg) complications post third interventional surgery details: (B)(6) 2014: recurrent urinary tract infection along with ongoing stress urinary incontinence with identification of erosion of the sling into the urethra. Third mesh revision surgery: (B)(6) 2014 ¿ underwent cystoscopy, removal of suburethral sling and repair of urethra condition of the patient post third mesh revision surgery: patient developed urinary incontinence